Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization, patient outcome was not reported. The patient was treated with vancomycin injection (1 gm, after 72 hours) and ceftum (1 gm, once a day, intraperitoneal) for peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was retrained on the proper aseptic technique. Nineteen days after the peritonitis onset, the patient passed away. The cause of death was reported as pneumonia. It was not reported if an autopsy was performed. The patient was not recovered from the peritonitis event, prior to death. Five days prior to death, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis twice a week. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.